Manufacturer narrative:
The device was received with the adhesive pad partially attached to the bottom housing. No damages or defects were observed with the adhesive pad or adhesive welds. It could not be determined when or how the adhesive pad partially separated from the device. The cause of the reported adhesive pad separating from the device could not be determined. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that during gym the pod detached from the adhesive pad causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that during gym the pod detached from the adhesive pad causing the cannula to dislodge from the site. Hyperglycemia treated with a new pod.